Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. It was also stated that the insulin pump squirts out after the piston makes contact with the reservoir. Nothing further was reported.